Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 479 mg/dl and she felt like she was going to vomit. The patient changed her infusion set and programmed a 3-unit bolus, but she did not see any insulin exit the tubing. Troubleshooting was initiated for the hyperglycemia. The customer was advised that her symptoms may be indicative of the possible onset of diabetic ketoacidosis. The insulin pump was inspected and there were no anomalies found with the insulin pump or infusion set. Troubleshooting was not completed as the customer decided to change her infusion set and resume insulin pump therapy. She stated that if her blood glucose did not come down she would go to the ER. No products were returned or replaced.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).